Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increase pain. On (B)(6) 2010 a dye study was done. The dye study showed the catheter was in good position with good intrathecal spread. Following the dye study, they forgot to reprime the catheter, but it was caught before the patient left. The patient came back in the next day and the catheter was reprimed. The patient had no symptoms related to the event. A pump motor stall was noted; the date was not reported. The pump was restarted, but the patient continued to have symptoms over the next few weeks. Since the pump only had approximately 1 year left, the physician decided to replace the pump. The device system was used to deliver morphine (15 mg/ml), bupivacaine (12.5 mg/ml), and clonidine (1500 mcg/ml). There was reported to be no patient injury.